Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (b)(3) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 30828r2048) was chosen for implantation and advanced to the left atrium. During grasping, it was noted that the posterior gripper would not lower. Troubleshooting was attempted but unsuccessful. The clip was removed and a replacement xtw (lot: 30828r2040) was used to complete the procedure successfully, reducing mr to trace. There was no reported patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.